Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump powered up with the returned battery cap. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. The battery compartment was observed to be intact. The battery cap was able to fully tighten and the battery cap height and width measurements were observed to be within specifications. No power loss was observed during testing. The pump case was removed for disassembly and there was no evidence of moisture or loose components observed inside the pump. Multiple power reset events were observed in the black box on (B)(4) 2014 at 18:14 due to a 3 hour and 10 minute unacknowledged alarm event. The battery voltage at the time of the alarm was depleted to vp 138.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that an auto off alarm had occurred at 3:04 pm (B)(6) 2014 and that the pump had no power when the patient went to bolus at lunch time (B)(6) 2014. The patient reportedly used an alternative source of insulin delivery at that time until they could figure out what was going on with the pump. The patient's blood glucose had reportedly elevated to 456mg/dl with headache but the patient reported their bg was good at the time of the call to animas. The reported bg and symptom of headache does not meet criteria for a serious adverse event. This complaint is being reported because the reported power issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.